Event description:
Consumer complaint of hi blood glucose results. Expected fasting blood glucose test result range is 300 to 400 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) /2015. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are kept in refrigerator. Test strip lot manufacturer's expiration date is 08/28/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date/time not provided): 600mg/dl; hi; 124mg/dl; 177mg/dl; 167mg/dl. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).